Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open - efaa) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report clip opened while establishing final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. During preparation, the clip opened to 120 degrees while establishing final arm angle (efaa). Three attempts to establish final arm angle were performed, but the clip kept opening. The device was replaced to complete the procedure. One clip was implanted, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.